Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that injector luer lock n35c multipack was damaged. The following information was provided by the initial reporter: when attempting to connect the injector to the spike set inserting a saline bottle for priming, the hcp felt something different from usual. The hcp kept working and the blue part of the injector was then separated.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for evaluation? Yes. D10: returned to manufacturer on: 2021-07-29. H6: investigation summary one injector was provided to our quality team for investigation. Upon visual inspection, the rotations stops were broken, wings of the piston are observed to be damaged, and the grips of the safety sleeve are damaged and moved from their proper position causing the needle to be exposed. A device history review was performed for reported lot 2002103, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device, including verification all critical dimensions are within specification and there is no damage on the product. Testing results were reviewed for the reported lot and found all product met required specifications. The injector and connector have a specific orientation for alignment that must be followed for proper engagement of the device. If misaligned, this can create damage to the device as observed on the returned product. If the grips of the safety sleeve become dislocated, the injector is activated causing needle exposure. It is important to hold onto the white components of the injector when engaging/disengaging; do not grip the blue safety sleeve. To avoid damage to the safety sleeve grips, the injector must be removed by pulling it straight back and it cannot be forcefully engaged. Based on our investigation and evaluation of the product, it was determined this issue likely occurred as a result of improper activation/deactivation. Complaints received for this defect and device will continue to be monitored by our quality team for signs of emerging trends.

Event description:
It was reported that injector luer lock n35c multipack was damaged. The following information was provided by the initial reporter: when attempting to connect the injector to the spike set inserting a saline bottle for priming, the hcp felt something different from usual. The hcp kept working and the blue part of the injector was then separated.